Event description:
It was reported that the device diagnostic lead trends showed invalid data. The patient didn¿t receive any therapeutic radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).